Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the knit lines were damaged. The root cause for damaged knit lines was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt connector latch does not secure with monitor.